Event description:
A malfunction was reported with the pump displaying a malfunction code labeled as malf 16. There was no known impact on the customer's blood glucose level, as the customer declined to provide this information. Technical support assisted the customer with resetting the pump, but the malfunction recurred, leading to the decision to replace the pump. The customer was instructed to use mdi as a backup therapy to ensure insulin delivery continues, and they were guided on returning the defective pump with a prepaid label.